Event description:
It was reported that foreign material was observed in four (4) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from may 06, 2022 to june 22, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between january 20, 2021 - january 21, 2021. H10: the actual devices were not available; however, four (4) companion samples were received for evaluation. Unaided visual inspection along with magnification with the fill port caps removed did not identify any abnormalities that could have contributed to the reported condition. No foreign material was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.